Manufacturer narrative:
The product was not returned. The photo provided shows the lens laying on a dark surface. It appears that both haptics are broken in the gusset area. Portions of the optic edge are missing lens material. Loose material can be seen under the lens on one edge, but do to the quality of the photo we can not determine if this is from the broken haptics or optic edge. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. Based on our observation of the attached photo, the optic edge is chipped/nicked. The presence of clinical solution on the lens cannot be confirmed. It is difficult to make a determination of handling / damage without evaluation of the physical sample. The root cause may be related to a failure to follow the dfu. A non-qualified viscoelastic was used in the device. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the company aspheric intraocular lens with company preloaded delivery system dfu, only qualified company viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu for the company aspheric intraocular lens with company preloaded delivery system and is not recommended under any circumstance. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens in a preloaded device presented with optic damage at the haptic junction and also had a straight trailing haptic. The lens was removed. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the event was in the patient's left eye. The lens had to be cut out in the initial procedure. The surgery was completed with no impact to the patient.